Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Patient's therapeutic range: 2.3-2.6 inr.